Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A charge and boot test was performed and passed. Manual "try it" tests were performed and passed. Functional testing was performed and passed. The complaint confirmation of intermittent audio output could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Distributor on behalf of patient's medical personnel contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. No additional patient or event information is available.